Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 03/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: there were multiple occlusion alarms observed in the alarm history. There was no data in the black box from the time of the complaint due to continued use. The rewind, load cartridge and prime steps were performed successfully with no alarms emitted during testing. The force sensor calibration was within specifications. The pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.